Manufacturer narrative:
On 07/01/2013, isi received maude event report mw5030449 from the FDA. The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was returned with one of the wrist disc dislocated on the snake wrist and a frayed cable was found. The instrument was not able to pass a self test and unable to perform a cut test. Log file data showed multiple incomplete cut and cut failed errors. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si prostatectomy procedure an endowrist one vessel sealer instrument coagulated but did not fully cut the tissue as expected. Another vessel sealer was opened and used with the same result. The surgeon involved uses these devices on a regular basis without incident. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.